Event description:
The surgeon inserted an aq2010v silicone three-piece lens, but the haptic tore. The lens was removed with no pt injury or complications, no enlarged incision or sutures. The reporter stated it was unk as to why the haptic tore.